Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that patients experienced eye irritation, skin irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), inflammatory response, liver disease/toxicity, lung disease, and reduced cardiopulmonary reserve. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer previously reported information regarding the voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that patients experienced eye irritation, skin irritation, dizziness and/or headache, hypersensitivity, asthma (new or worsening), inflammatory response, liver disease/toxicity, lung disease, and reduced cardiopulmonary reserve. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted. In the previous report, the reporter country was omitted. It has been corrected in this report.